Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown. H6: impact codes - updated f1001 absence of treatment to f2303 medication required.

Event description:
It was reported via social media that blood loss occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman flx laa closure device with delivery system (wds). During the procedure, a hemorrhage occurred and the procedure was aborted. The patient recovered and was placed on anticoagulant medication.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
It was reported via social media that a hemorrhage occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman flx laa closure device with delivery system (wds). During the procedure, a hemorrhage occurred and the procedure was aborted. The patient recovered and was placed on anticoagulant medication.